Manufacturer narrative:
(B)(6). (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure, the physician noted that the stent was shorter than expected. The procedure was completed with no reported patient injury. The event involved a patient undergoing stenting of a 99% stenosed, moderately calcified and heavily tortuous lesion in the patient¿s left superficial femoral artery. The target lesion length was not provided. The lesion was pre-dilated prior to the stent implant. The 6 x 150mm smart device is reported to have been stored, inspected and prepped per the instructions for use (IFU). The device was advanced via a contralateral approach. No resistance was noted during the deployment of the stent and no unusual force was used during this deployment. After deployment, the physician noted that the stent seemed to have shrunk at approximately 2cm. The procedure was completed successfully without the use of additional stenting and with no reported patient injury. The product was not returned for analysis. A device history record (DHR) review was performed and revealed that the lot of products met all requirements per the applicable manufacturing quality plan. The product IFU indicates that the use of the smart stent is contraindicated in patients with highly calcified lesions. It instructs the user to select the size of the stent based on an unconstrained stent length according to the stent size selection table. The IFU further instructs that failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, there are procedural factors may have contributed to the reported shortening of the stent. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During a stenting procedure to the left superficial femoral artery (sfa), it was reported that a smart stent was delivered to the target lesion. However, when the physician tried to deploy the stent, he felt there was resistance. Finally the physician managed to deploy the stent, but it seemed to get shrunk at approximately 2cm. The procedure was finished successfully and there was no patient injury. Initially, an approach was made from the right femoral artery. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 99%. The product will not be returned for analysis.

Manufacturer narrative:
Additional information received indicated that the product was stored, inspected and prepped per IFU. The target lesion had been pre-dilated prior to stent implantation. There was no unusual force applied during deployment of the stent. There was no difficulty or resistance during deployment. No additional stents were placed to cover the lesion. The target vessel length is unknown. Additional information will be submitted within 30 days of receipt.